Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that tube came out with the needle and cannula is sticking out of the sensor. The customer doesn't have the device with him and he has not uploaded to carelink. The customer stated the light would not blink on it and she gave her lost sensor alarm. The customer stated that the cannula was bent. The customer was unable to troubleshoot, she don't have the detail for the questions. The customer was offered to troubleshoot the sensors for the issues with the sensor.